Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's insulin gauge jumped from a value of 40 units to 80 units. There was no reported adverse impact to the customer's blood glucose levels. Reportedly, the customer changed the cartridge prior to calling tandem technical support.